Event description:
A pump was reported to declare alarm 20 during the loading process. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with guidance from technical support, but the alarm recurred. Technical support decided to replace the pump, and the customer will use multiple daily injections as a backup insulin therapy. The customer was instructed to return the problematic pump using a pre-paid label and to put the pump into storage mode, and the customer acknowledged these instructions.